Event description:
It was reported that occlusion alarms occurred. It was not confirmed if the issue caused the customer¿s blood glucose level to exceed 500 mg/dl, as the caller declined to provide this information. The customer resolved the issue by changing the cartridge and resuming insulin.